Event description:
An implant card was received indicating that the patient underwent generator and lead replacement on (B)(6) 2013. The generator and lead were returned for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Results of diagnostic testing indicated that the battery status indicated ifi=no in the product analysis lab. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The outer tubing of the lead has abraded openings. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observation, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that the patient was referred to surgery for high impedance. Clinic notes dated (B)(6) 2013 indicated that the patient has considerable seizure improvement. It was also noted that high impedance was seen and the device was disabled on this date. The physician reported that no manipulation or trauma occurred that could have caused or contributed to the high impedance. It was reported that the patient sometimes falls with seizures, but no trauma has occurred in the area of the device. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis, which did not reveal any anomalies. Device failure is suspected int he lead portion not returned, but did not cause or contribute to a death or serious injury.